Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure to treat a patient's benign prostatic hyperplasia, the procedure was interrupted due to unspecified reasons. The patient had already been administered general anesthesia and the laser probe had been inserted through the patient's penis. The reason of the procedure's interruption is unknown. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp) to treat a patients benign prostatic hyperplasia, the procedure was interrupted due to continuous error codes originating from the laser console. There were no patient complications. However, the patient had already been administered general anesthesia, and the laser probe had been inserted through the patients penis at the time of the error codes occurred. The patient opted for a different therapy despite trying to re-scheduling the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Section d: device updated to reflect greenlight laser console. Section h: usage of device: updated to reflect reuse for greenlight laser console. The laser console is not available; therefore, no physical or visual analysis could be performed. The reported console performance allegation cannot be confirmed. A review of the device history and service record showed that this console was install on (B)(6) 2016. The console was last serviced on (B)(6) 2020; the laser console was fully functional until the reported event date of 22 january 2021. However, there was no further information received clarifying the console performance issue, and as of today, no parts have been received for this console. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or that the guidance in the IFU was not followed. Based on review of the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Section b: event description updated section d: device updated to reflect greenlight laser console section h: usage of device: updated to reflect reuse for greenlight laser console the laser console is not available for analysis; therefore, no physical or visual analysis could be performed. The reported device performance allegation cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or that the guidance in the IFU was not followed. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp) to treat a patients benign prostatic hyperplasia, the procedure was interrupted due to continuous error code originating from the laser console. There were no patient complications. However, the patient had already been administered general anesthesia, and the laser probe had been inserted through the patients penis at the time of the error codes occurred. The patient opted for a different therapy despite trying to re-scheduling the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.